Event description:
It was reported there was a self test failure. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper and lower cases, ring cover, one side bail cover and battery drawer are broken. Battery release is contaminated. One side bail cover and side bail are missing. Battery contacts are compressed. Keyboard is scratched and the on button is intermittent (collapsed). Serial number label is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.